Event description:
It was reported that the pump alarm started going off about 7 days ago; the alarm sounded like ¿ding, dong ¿ ding, dong¿. Initially the patient didn¿t realize that it was the pump alarming. She put a stethoscope on the pump (B)(6) 2013 and then she could hear that it was the pump alarming. She then contacted her physician¿s office regarding the alarm. The physician was out of the office. They told her not to worry about it and to come into the clinic tomorrow. The patient was getting a lot of squeezing and tightening in her legs; like a tingling, but ¿extraordinarily really, really, really strong¿; she could feel it in her toes. She had spasms; her legs were stiff. The patient¿s back was itchy in certain spots. She also had squeezing in her stomach/abdomen area and her sides. Last night she had ¿really, really, really bad squeezing where it felt like I couldn¿t hardly breathe¿. She also had a ¿really shocking kind of feeling that was not normal¿; she felt ¿like my organs is getting squeezed to death¿. The squeezing had been going on for a ¿very long time¿; it got really bad last night. The patient¿s physician had told her previously that the squeezing was just part of being paralyzed. The patient wasn¿t given a refill date at her previous visit because the clinic computers were down; she was told that the clinic would call her. She hadn¿t heard from them, but they had written on the back of an envelope that her low reservoir alarm date was (B)(6) 2013. When she called them regarding the alarm, they said they would refill the pump tomorrow when she came in. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the pump refill date was missed. The patient outcome was reported as ¿no injury.¿ the patient¿s symptoms were unchanged from pre-implant. The pump was delivering compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n138480, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).